Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); the full lead was returned and analysis revealed that the shaft seal was out of position. It was also noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), blood in/on the helix/lobe mechanism, and the helix was blocked by the guide tooth.

Event description:
It was reported that during implant when repositioning the right ventricular lead the lead's screw would not re-extend. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.